Event description:
When inserting the rod into the tulip head the doctor complained the rod was not inserted in the desired position. Use of the persuader did not help. The screw was unable to be inserted into the tulip head. There was no alternative but to replace the pedicle screw intraoperatiively causing an extension of time to the surgery, of approximately 60 to 90 minutes.